Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture thresholds and varying r wave sensing. Through x-ray, dislodgement was confirmed. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the reported lead was capped and replaced on (B)(6) 2022. During procedure, it was noted that the lead failed to disconnect from the device. The patient was in stable condition.